Event description:
It was reported that during coil embolization treatment, the coil unintentionally detached when it was delivered inside the microcatheter. The entire coil and catheter were removed successfully from the patient. The case was completed using a different coil. No patient injury occurred. The patient¿s condition was reported as no health damage.

Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. IFU review (additional information can be found in the IFU): potential complications include, but are not limited. Verify to take care of this matter before do procedure. Serious complications: hematoma at the site of entry; vessel perforation; aneurysm rupture; parent artery occlusion; incomplete aneurysm filling; emboli, hemorrhage, ischemia, vasospasm; clot formation ; revascularization; syndrome, and neurological deficits including stroke and possibly death. With this use of this product, potential malfunctions may occur, but are not limited. Verify to take care of this matter before do procedure. Serious malfunctions: coil migration or misplacement, premature or difficult coil detachment. Important precautions: manipulate the delivery pusher carefully. Do not advance it with excessive force. Determine the cause of any unusual resistance during operation. [Otherwise, the hes may become damaged or break.] Important precautions: if a coil must be retrieved using a retrieval device, such as a snare, do not withdraw the coil into the microcatheter. Instead, remove the coil, the microcatheter and the retrieval device in parallel. [Otherwise, the coil may become damaged.] Important precautions: move the hes with care to ensure that the microcatheter tip is placed properly. [Otherwise, the coil may become stretched, tangled, damaged or break.] Precautions important precautions: take care not to kink the delivery pusher while handling the hes. Stop using the deliver pusher if it has kinked. [The use of a kinked delivery pusher could cause damage or breakage to the hes.]